Manufacturer narrative:
Concomitant product: 5076-52 lead, implanted: (B)(6) 2010.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) post pace resulting in loss of pacing on the device. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.